Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The location of the reported device was not provided. Investigation is not yet complete. A follow-up will be submitted with all relevant information. Attachment: sus voluntary medwatch report number mw5085932 - (B)(4).

Event description:
Information received via a sus voluntary medwatch report states: due to chronic total occlusion the wire could not be advance. The attempt was made to retract but the wire fractured. Attempt was made by microsnare bit it only a small wire fragment could be removed. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the failure to advance, difficult to remove and core separation appear to be related to operational circumstances of the procedure. Based on the reported information, the total occlusion was the cause of the failure to advance. It is likely that the wire became kinked against the anatomy. Manipulation during retraction likely resulted in the core separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.